Event description:
The customer reported the system did not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the hard drive and software. The system operates as intended.